Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va1ntpy product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the issue was not caused by normal battery depletion. They stated it was unknown what the cause of the interstim malfunctioning for at least 3 months prior to replacement was. They reported the most likely cause of the issue was that the leads had breaks in them. Asked about steps that were taken to resolve this issue they stated, new smaller unit, charges on the outside. They stated the issue had been resolved, and answered great when asked about the status of the device.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1ntpy, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their ins had to be replaced because the lead was damaged when the patient's spinal doctor did their monthly 26 injections so that they can walk and stabbed the lead. Patient said they have a degenerative disease and their spinal doctor got them out of a wheelchair. Patient said their interstim had been malfunctioning for at least 3 months prior to the replacement procedure. Patient said their interstim doctor could see in the computer it wasn't working so another doctor called them in because they could see it was malfunctioning, on the right side it was only 50 percent. Patient said the surgical replacement revealed damage to the lead they could see needle marks. Patient was redirected to hcp. No further patient complications are anticipated or expected as a result of this event.